Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased blood sugar level [blood glucose increased]. Spring issue [device issue]. Case description: this serious spontaneous case from india was reported by a consumer as "increased blood sugar level and hospitalized(sugar blood level increased)" with an unspecified onset date, "spring issue(device component issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication". Patient height, weight and body mass index were not reported. Dosage regimens: novopen 4: ryzodeg penfill 100 u/ml. Medical history was not provided. On an unknown date, patient reported spring issue with novopen 4 and experienced increased blood sugar level. Patient was hospitalized on (B)(6) 2025. Other details of hospitalization were not reported. Batch numbers: novopen 4: requested. Ryzodeg penfill 100 u/ml: requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "increased blood sugar level and hospitalized (sugar blood level increased)" was unknown. The outcome for the event "spring issue (device component issue)" was not reported. Reporter's causality (novopen 4) - increased blood sugar level and hospitalized (sugar blood level increased): unknown spring issue (device component issue): unknown. Company's causality (novopen 4) - increased blood sugar level and hospitalized (sugar blood level increased): possible spring issue (device component issue): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - increased blood sugar level and hospitalized (sugar blood level increased): unknown spring issue (device component issue): unknown. Company's causality (ryzodeg penfill 100 u/ml) - increased blood sugar level and hospitalized (sugar blood level increased): possible spring issue (device component issue): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigational result: name: novopen4; batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following information: fu received on 17-dec-2025: investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: expected date of follow up removed and final report was ticked device addendum: annex b c d g codes updated CAPA comment updated in eol -narrative updated accordingly. Final manufacturer comment: 22-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary name: novopen4; batch: unknown no investigation was possible, because neither sample nor batch number was available.